Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. During implant, the occluder deformed with a cobra deformation that persisted. There were no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed occluder was never released from the delivery cable while inside the patient and was removed. A new 12mm amplatzer septal occluder was successfully implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of device deformity was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 10mm amplatzer septal occluder is an 6f. A 7f sheath was used to deliver the device. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.